Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 327mg/dl. A system check was performed verifying the occlusion alarms. A supply change was performed and insulin deliveries were successfully resumed. During a follow-up, it was reported no additional occlusion alarms occurred and the customer blood glucose level was 105mg/dl.